Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to isometric noise and oversensing, with no pacing inhibition. A new lead different model was successfully implanted. No additional adverse patient effects were reported.